Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention reported per hcp.